Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine plus ver.2 assay result for a patient sample tested on the cobas c 503 analytical unit. The initial result was 129 mol/l. The repeat result was 69 mol/l. The test was repeated as the initial result was inconsistent with her previous records. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated. The field service engineer (fse) replaced and adjusted the sample probe. After the replacement, the performance was monitored, and no further issues have been reported. The investigation determined that the service actions resolved the issue.